Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke at 268,820 joules and 30:38 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure. There was no patient outcome information provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device confirmed that the fiber exhibit no signs of breaks/fractures. Analysis showed the glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface, and indications of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window as intended. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the product complaint "fiber broke" could not be confirmed. The observed fiber damages are due to known inherit risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Based on the device analysis, the product complaint "fiber broke" could not be confirmed as there were no signs of breaks/fractures identified during analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the fiber broke. A second fiber was used to complete the procedure. There was no patient outcome information provided.